Event description:
MFR received a report of a pt falling through a tear in a pt sling. This allegedly resulted in the pt sustaining broken bones in both legs. The tear appears to have been caused by the sling repeatedly coming into contact with an abrasive surface and is not considered to be the result of normal wear.